Event description:
Per the audiologist's report, this pt has not had clear auditory perception since activation of his cochlear implant. Implant testing shows high impedances on several electrodes. The surgeon plans to explant the device and reimplant a new one in the near future. A surgery date has not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.